Event description:
The user facility reported that a person in the dialysis clinic was using a syringe with formaldehyde in it to clean the dialysis equipment. When the nurse pushed on the plunger some of the liquid squirted in the nurse's eye through a crack in the barrel. The nurse went to the ER where the nurse's eye was flushed with saline. Follow up communication confirmed that the nurse is reported to be ok. The user indicated that the nurse had no difficulty filling the syringe with fluid. The user facility is unable to determine whether the involved product lot was ah2312 or ah2112.